Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. During troubleshooting, it was determined that the customer did not follow the onscreen instructions when performing the load sequence. In addition, it was reported that a minimum fill notification occurred after filling a cartridge with 250 units of insulin and that a cartridge alarm 5 (pressure out of range) occurred. Customer could not confirm if they reloaded the empty cartridge instead of loading the new filled cartridge. Customer was able to successfully load the cartridge. Customer's blood glucose level was 211 mg/dl.